Manufacturer narrative:
Additional manufacturer narrative: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3110/7281438, tgt3115/7302537). The procedure was concluded without any complications. The preoperative aneurysm was 77 mm. On (B)(6) 2011, at a follow-up examination, no endoleak was identified. The aneurysm diameter measured 45 mm. On (B)(6) 2012, at a follow-up examination, a distal type I endoleak was detected. The aneurysm diameter measured 70 mm. On (B)(6) 2014, a stent graft was implanted to treat the distal type I endoleak. The manufacturer of the stent graft is unknown. On (B)(6) 2012, a resolution of the type I endoleak was confirmed. The aneurysm diameter measured 66 mm.